Event description:
A hospital in (B)(4) reported a surgeon was implanting a distal radius plate and when he attempted to place a locking screw into a screw hole for the styloid process in the most distal articular surface with a guiding block attached to the plate, neither the screw head nor the screw thread was locked. The surgeon continued to turn the driver and eventually the screw went through the plate. This report is #1 of 2 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned. The manufacturing documents were reviewed and no complaint related issues were found.